Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported, "saline deflation" against an unknown side. Device was explanted.

Event description:
Healthcare professional reported "saline deflation" against an unknown side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6, h11. Visual analysis: visual analysis of the photographs identified: ¿ deflation : no observed. No further actions are required since no issue in the manufacturing of the device is observed.